Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced recurrent thrombocytopenia, non-sustained ventricular tachycardia and worsening renal/hepatic failure during impella 5.5 support. Additionally, the patient experienced some bleeding complications as a large hemothorax was later found in the right pleural space. Additionally, the patient was on extracorporeal life support. Platelet count presented several times above the protocol threshold. The patient recovered with sequelae. As noted, the patient developed recurring runs of non-sustained ventricular tachycardia as well as frequent recurring premature ventricular contractions. One particular episode of ventricular tachycardia was attributed to mechanical irritation from an attempted endoscopy. The patient outcome secondary to this event is unknown. With regard to the worsening renal failure/hepatic failure, it was noted that the patient was admitted to this facility with acute kidney injury on chronic kidney disease; however, the acute kidney injury deteriorated to renal failure likely secondary to poor end organ perfusion. The patient was started on dialysis. The patient outcome secondary to this event is unknown.

Manufacturer narrative:
The investigation of vf/vt/af/at, renal failure, thrombocytopenia, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27285. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27285 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; study was missing from manufacturer device report 1220648-2025-27285. H6 health effect - clinical code 2095 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27285.